Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected, and the device was noted to have impact damage to the display window and lcd screen. The customers complaint was confirmed; it was determined that the device could not be calibrated because of a faulty circuit board. They were unable to determine what caused the faulty circuit board. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device would not calibrate temperatures. No patient was involved.